Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the patient claimed that there were different colors being displayed on the subject meters display screen that made it hard to read the blood glucose results. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.